Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced two infusion set connectors that would not attach to the ilet, after which the customer located another connector that attached successfully and continued use without blood glucose impact. Symptoms included no adverse clinical effects. Outcomes included no hypoglycemia, hyperglycemia, or hospitalization. Investigation included collection of event details and confirmation of replacement shipment to the customer. Investigation of this case revealed a user-reported difficulty attaching connectors consistent with a device connection or fit issue involving the connector component, without evidence of device alarm or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to unavailable lot information and lack of device return.